Event description:
The sales rep reported that the shunt and microsensor was implanted at the same time. Readings were between high teens ¿ 30 during the day and went to 40 that night. The patient had sunken fontanelle. The doctor implanted a butterfly into the shunt reservoir connected to an evd and was getting icp readings in the single digits. As a result, the doctor explanted the microsensor and put it superficially in h20. The device received a reading of 22, the lowest that the sensor would read.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the evaluation was performed by the supplier. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and following observations noted: film over sensor area. Suture attached to catheter material. Adhesive tape on connector. The device failed temperature test - reading was 1.8mmhg - it should be +/- 0.5mmhg. (Adjusted potentiometer - temperature is in spec.) The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Based on the above evaluation, supplier was unable to confirm the complaint. The supplier was called to clarify the cause(s) of the device temperature test failure before the potentiometer adjustment. The supplier informed that this issue is unrelated to the manufacturing process. It appears to have been caused by an impact received by the device after distribution. Trends will be monitored for this or similar complaints. At the present time this complaint is considered closed.